Event description:
It was reported the patient complained of an irregular and slow heart rate, swelling all over body and has been "passing out". Patient also stated they are on hospice and body is deteriorating. Patient states device is due for a replacement and desires a device replacement, but unable to find a physician to perform the procedure. Follow up with the physician's office was conducted and it was disclosed the patient had been discharged from the practice. No additional information was available. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead 2002-(B)(6), 6947 implantable tachy lead 2002-(B)(6). (B)(4).